Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed. Customer's blood glucose value was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states a temp basal was not programmed before the alarm occurred. Customer stated they remove the current battery from the insulin pump and insert a new battery, alarm occurred shortly after inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test and displacement test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms noted during testing. However, device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board.